Event description:
During service the device failed accuracy test with underdelivery. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.